Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, predominantly in her right iliac fossa, since insertion of essure') in a 46-year-old female patient who had essure (batch no. 761427) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (5 pregnancies), parity 4, miscarriage (one) and nickel sensitivity. No relevant past medical-surgical history, no known allergies to drugs. On (B)(6)2011, the patient had essure inserted (intra-uterine). In 2011, the patient experienced menometrorrhagia ("hypermenorrhoea/ metrorrhagia/ heavy bleeding similar to her periods"), pruritus ("generalised pruritus"), vulvovaginal pruritus ("pruritus in the vulva") and abdominal pain upper ("epigastric pain"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), 7 months 18 days after insertion of essure. On (B)(6)2011, the patient experienced urinary tract infection ("urinary tract infection") with dysuria. In 2016, the patient experienced headache ("headache"), arthralgia ("joint pain"), fatigue ("fatigue / tiredness") and decreased appetite ("anorexia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhoea"), adenomyosis ("adenomyosis"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("excessive bleeding"), polyp ("polyps"), swelling ("swelling"), alopecia ("hair loss") and cyst ("cyst"). The patient was hospitalized from (B)(6)2019 to (B)(6)2019. The patient was treated with fosfomycin trometamol (monurol), ibuprofen and surgery (essure removal via hysterectomy and bilateral laparoscopic salpingectomy on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, pruritus, vulvovaginal pruritus, headache, adenomyosis, abdominal pain upper, arthralgia, fatigue, decreased appetite, urinary tract infection, hypersensitivity, vulvovaginal pain, genital haemorrhage, polyp, swelling, alopecia and cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, arthralgia, decreased appetite, dysmenorrhoea, fatigue, headache, menometrorrhagia, pelvic pain, pruritus, urinary tract infection and vulvovaginal pruritus with essure. The reporter considered alopecia, cyst, genital haemorrhage, hypersensitivity, polyp, swelling and vulvovaginal pain to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Vulval pruritus treated with anti-histamins. Post removal progress: satisfactory, good overall condition, normal vital signs, controlled pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2011: patient did not come to consultation (abdominal x-ray). Gynaecological examination - on (B)(6)2011: normal vulva and vagina. Light whitish discharge. Cervix without pathological findings. Normal-sized anteverted uterus. Normal adnexa, no masses are palpable. No pain when examining the cervix or the pouch of douglas manually. Soft and depressible abdomen, blumberg negative. Haematocrit (35.5 - 45.5 %) - on (B)(6)2019: 39.6 %. Haemoglobin (12 - 15.6 g/dl) - on (B)(6)2019: 13.4 g/dl. Hysteroscopy - on (B)(6)2011: insertion of essure without complications, right ostium 5 coils, left ostium 5 coils. Laparoscopy - on (B)(6)2019: uterus, fallopian tubes, and ovaries all normal. Tubal reaction typical of normally inserted essure devices. Rest of abdominal cavity without pathological findings. Pathology test - on (B)(6)2019: epidermoid metaplasia of the cervix, secretory endometrium, adenomyosis, tubes without lesions. Platelet count (150 - 370 10e3/mm3) - on (B)(6)2019: 282 10e3/mm3. Ultrasound scan vagina - on (B)(6)2011: anteverted uterus with endometrial cavity length of 11.2 mm. Both ovaries are normal. No fluid in pouch of douglas. White blood cell count - on (B)(6)2011: ***; on (B)(6)2019: 7.47 10e3/mm3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: the case (B)(4) ((B)(4)), e2b company number ((B)(4)), legacy device report num ((B)(4)) was identified as duplicate case and the follow information were updated to this case vaginal pain, genital bleeding, swelling nos, allergic reaction, hair loss, cyst nos, polyp nos, no-drug treatment notes updated to essure removal via hysterectomy and bilateral laparoscopic salpingectomy on (B)(6)2019, tiredness was added to event fatigue. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged added on rcc we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, predominantly in her right iliac fossa, since insertion of essure') in a 39-year-old female patient who had essure (batch no. 761427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (5 pregnancies), parity 4, miscarriage (one) and nickel sensitivity. No relevant past medical-surgical history, no known allergies to drugs. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menometrorrhagia ("hypermenorrhoea/ metrorrhagia/ heavy bleeding similar to her periods"), pruritus ("generalised pruritus"), vulvovaginal pruritus ("pruritus in the vulva") and abdominal pain upper ("epigastric pain / stomach pain / stomach punctures"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmenorrhoea"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / hypermenorrhea."), abdominal pain ("abdominal pain contractions type") and allergy to metals ("allergic to nickel"), 7 months 18 days after insertion of essure. On (B)(6) 2011, the patient experienced the first episode of urinary tract infection ("urinary tract infection / constant urinary infections"). On (B)(6) 2012, the patient experienced the second episode of urinary tract infection ("urinary tract infection") with dysuria. On (B)(6) 2016, the patient was found to have the first episode of benign breast neoplasm ("she palpating a lump in her left breast"). In 2016, the patient experienced headache ("headache"), the first episode of arthralgia ("joint pain"), fatigue ("fatigue / tiredness"), the first episode of decreased appetite ("anorexia"), the second episode of decreased appetite ("anorexia") and the second episode of arthralgia ("joint pain"). On (B)(6) 2016, the patient was found to have the second episode of benign breast neoplasm ("bilateral cysts on her breast classified as birads-2"). On (B)(6) 2018, the patient experienced abdominal pain lower ("intense pain in the hypogastrium of the pungent type/ pain in the lower abdomen"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), eczema ("eczema"), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("excessive bleeding"), polyp ("polyps"), swelling ("swelling"), alopecia ("hair loss"), cyst ("chest cyst"), pain in extremity ("lower limb pain") and hypersensitivity ("allergic reaction") and was found to have fallopian tube neoplasm ("tubal tumor"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin & clav. Potassium), antibiotics, diphenhydramine hydrochloride (antihistamine allergy relief), fosfomycin trometamol (monurol), ibuprofen, lornoxicam (bosporon), metamizole (metamizol), metoclopramide hydrochloride (primperan), omeprazole, paracetamol;tramadol hydrochloride (zaldiar), pethidine hydrochloride (dolantine), tramadol and surgery (essure removal via hysterectomy and bilateral laparoscopic salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, pruritus, vulvovaginal pruritus, headache, adenomyosis, abdominal pain upper, fatigue, eczema, vulvovaginal pain, genital haemorrhage, polyp, swelling, alopecia, cyst, fallopian tube neoplasm, pain in extremity, hypersensitivity, heavy menstrual bleeding, abdominal pain, the last episode of benign breast neoplasm, abdominal pain lower, the last episode of decreased appetite, the last episode of arthralgia and allergy to metals outcome was unknown and the last episode of urinary tract infection had not resolved. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, dysmenorrhoea, fatigue, headache, menometrorrhagia, pelvic pain, pruritus, vulvovaginal pruritus, the first episode of arthralgia, the first episode of decreased appetite and the second episode of urinary tract infection with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cyst, eczema, fallopian tube neoplasm, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pain in extremity, polyp, swelling, vulvovaginal pain, the first episode of benign breast neoplasm, the first episode of urinary tract infection, the second episode of arthralgia, the second episode of benign breast neoplasm and the second episode of decreased appetite to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Vulval pruritus treated with anti-histamins. Hysterectomy bilateral salpingectomy was performed laparoscopically, without incidents or complications. Post removal progress: satisfactory, good overall condition, normal vital signs, controlled pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: essure normopositioned; on (B)(6) 2011: patient did not come to consultation (abdominal x-ray); on (B)(6) 2018: unremarkable; on 05-dec-2019: unremarkable. Allergy test - on (B)(6) 2019: nickel. Electrocardiogram - on (B)(6) 2019: sinus rhythm at 60 bpm, pr 0.16, normal axis, normal qrst. Gynaecological examination - on (B)(6) 2011: permeable fingertip multiparous cervix, closed oci, normal uterus, bimanual palpitation pain without signs of peritoneal irritation; on (B)(6) 2011: normal vulva and vagina. Light whitish discharge. Cervix without pathological findings. Normal-sized anteverted uterus. Normal adnexa, no masses are palpable. No pain when examining the cervix or the pouch of douglas manually. Soft and depressible abdomen, blumberg negative. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2019: 39.6 %. Haemoglobin - on (B)(6) 2019: 13.4; on (B)(6) 2019: 13.4 g/dl. Hysterosalpingogram - on (B)(6) 2011: essure normopositioned. Hysteroscopy - on (B)(6) 2011: insertion of essure without complications, right ostium 5 coils, left ostium 5 coils. Imaging procedure - in (B)(6) 2019: after essure removal a radiological control was carried out by means of which it was verified that the removal of the device had been completely carried out. Laparoscopy - on (B)(6) 2019: uterus, fallopian tubes, and ovaries all normal. Tubal reaction typical of normally inserted essure devices. Rest of abdominal cavity without pathological findings. Microbiology test - on (B)(6) 2011: negative. Pathology test - on (B)(6) 2019: epidermoid metaplasia of the cervix, secretory endometrium, adenomyosis, tubes without lesions. Platelet count (150 - 370 10e3/mm3) - on (B)(6) 2019: 282 10e3/mm3. Ultrasound breast - on (B)(6) 2016: bilateral cysts. Subcentimetric cyst cluster persists in ics of mi without changes. In csi of right breast nodular image hypoechoic of 0.5 cm showing cysts with content no other findings bi- rads 2.. Ultrasound scan vagina - on (B)(6) 2011: unremarkable; on (B)(6) 2011: anteverted uterus with endometrial cavity length of 11.2 mm. Both ovaries are normal. No fluid in pouch of douglas. Urine analysis - on (B)(6) 2011: urine infection; on (B)(6) 2018: negative urinalysis; on (B)(6) 2019: negative urinalysis. White blood cell count - on (B)(6) 2011: ***; on (B)(6) 2019: 7.47 10e3/mm3. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-jun-2021: the following information were updated lawyer's and other health care professional reporter information, patient details, lab data, essure product indication, other treatment products, fallopian tube neoplasm, leg pain, abdominal crampy pains, menorrhagia, breast lump (benign), hypogastric pain, joint pain, nickel sensitivity, cyst nos updated to chest cyst, onset date dysmenorrhoea. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, predominantly in her right iliac fossa, since insertion of essure') in a 46-year-old female patient who had essure (batch no. 761427) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (5 pregnancies), parity 4, miscarriage (one) and nickel sensitivity. No relevant past medical-surgical history, no known allergies to drugs. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menometrorrhagia ("hypermenorrhoea/ metrorrhagia/ heavy bleeding similar to her periods"), pruritus ("generalised pruritus"), vulvovaginal pruritus ("pruritus in the vulva") and abdominal pain upper ("epigastric pain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), 7 months 18 days after insertion of essure. On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection") with dysuria. In 2016, the patient experienced headache ("headache"), arthralgia ("joint pain"), fatigue ("fatigue") and decreased appetite ("anorexia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhoea") and adenomyosis ("adenomyosis"). The patient was hospitalized from (B)(6) 2019. The patient was treated with fosfomycin trometamol (monurol), ibuprofen and surgery (hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, pruritus, vulvovaginal pruritus, headache, adenomyosis, abdominal pain upper, arthralgia, fatigue, decreased appetite and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, arthralgia, decreased appetite, dysmenorrhoea, fatigue, headache, menometrorrhagia, pelvic pain, pruritus, urinary tract infection and vulvovaginal pruritus with essure. No further causality assessment were provided for the product. The reporter commented: vulval pruritus treated with anti-histamins. Post removal progress: satisfactory, good overall condition, normal vital signs, controlled pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: patient did not come to consultation (abdominal x-ray). Gynaecological examination - on (B)(6) 2011: normal vulva and vagina. Light whitish discharge. Cervix without pathological findings. Normal-sized anteverted uterus. Normal adnexa, no masses are palpable. No pain when examining the cervix or the pouch of douglas manually. Soft and depressible abdomen, blumberg negative. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2019: 39.6 %. Haemoglobin (12 - 15.6 g/dl) - on(B)(6) 2019: 13.4 g/dl. Hysteroscopy - on (B)(6) 2011: insertion of essure without complications, right ostium 5 coils, left ostium 5 coils. Laparoscopy - on (B)(6) 2019: uterus, fallopian tubes, and ovaries all normal. Tubal reaction typical of normally inserted essure devices. Rest of abdominal cavity without pathological findings. Pathology test - on (B)(6) 2019: epidermoid metaplasia of the cervix, secretory endometrium, adenomyosis, tubes without lesions. Platelet count (150 - 370 10e3/mm3) - on (B)(6) 2019: 282 10e3/mm3. Ultrasound scan vagina - on (B)(6) 2011: anteverted uterus with endometrial cavity length of 11.2 mm. Both ovaries are normal. No fluid in pouch of douglas. White blood cell count - on (B)(6) 2011: on (B)(6) 2019: 7.47 10e3/mm3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, predominantly in her right iliac fossa, since insertion of essure') in a (B)(6) year-old female patient who had essure (batch no. 761427) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (5 pregnancies), parity 4, miscarriage (one) and nickel sensitivity. No relevant past medical-surgical history, no known allergies to drugs. On (B)(6) 2011, the patient had essure inserted (intra-uterine). In 2011, the patient experienced menometrorrhagia ("hypermenorrhoea/ metrorrhagia/ heavy bleeding similar to her periods"), pruritus ("generalised pruritus"), vulvovaginal pruritus ("pruritus in the vulva") and abdominal pain upper ("epigastric pain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), 7 months 18 days after insertion of essure. On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection") with dysuria. In 2016, the patient experienced headache ("headache"), arthralgia ("joint pain"), fatigue ("fatigue") and decreased appetite ("anorexia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhoea") and adenomyosis ("adenomyosis"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with fosfomycin trometamol (monurol), ibuprofen and surgery (hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, pruritus, vulvovaginal pruritus, headache, adenomyosis, abdominal pain upper, arthralgia, fatigue, decreased appetite and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, decreased appetite, dysmenorrhoea, fatigue, headache, menometrorrhagia, pelvic pain, pruritus, urinary tract infection and vulvovaginal pruritus with essure. No further causality assessment were provided for the product. The reporter commented: vulval pruritus treated with anti-histamins. Post removal progress: satisfactory, good overall condition, normal vital signs, controlled pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: patient did not come to consultation (abdominal x-ray). Gynaecological examination - on (B)(6) 2011: normal vulva and vagina. Light whitish discharge. Cervix without pathological findings. Normal-sized anteverted uterus. Normal adnexa, no masses are palpable. No pain when examining the cervix or the pouch of douglas manually. Soft and depressible abdomen, blumberg negative. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2019: 39.6 %. Haemoglobin (12 - 15.6 g/dl) - on (B)(6) 2019: 13.4 g/dl. Hysteroscopy - on (B)(6) 2011: insertion of essure without complications, right ostium 5 coils, left ostium 5 coils. Laparoscopy - on (B)(6) 2019: uterus, fallopian tubes, and ovaries all normal. Tubal reaction typical of normally inserted essure devices. Rest of abdominal cavity without pathological findings. Pathology test - on (B)(6) 2019: epidermoid metaplasia of the cervix, secretory endometrium, adenomyosis, tubes without lesions. Platelet count (150 - 370 10e3/mm3) - on (B)(6) 2019: 282 10e3/mm3. Ultrasound scan vagina - on (B)(6) 2011: anteverted uterus with endometrial cavity length of 11.2 mm. Both ovaries are normal. No fluid in pouch of douglas. White blood cell count - on (B)(6) 2011. On (B)(6) 2019: 7.47 10e3/mm3. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.